Event description:
It was reported that during an a-fib procedure, the physician suspected a slight tamponade before mapping. After mapping and burning, the patient's blood pressure dropped. An echo confirmed a tamponade and pericardiocentesis was performed. Three hundred fifty cc of fluid was removed. The patient was stabilized and discharged from the hospital at the time of the call when they reported the event. The reporter stated that all the catheters used were disposed of. Attempts to obtain detailed information regarding the event were performed with no success.

Manufacturer narrative:
Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system u.s.: catalog #: fg540000, serial #: (B)(4). Stockert 70 system u.s.: catalog #: s7001, serial #: (B)(4). Cool flow pump u.s.: catalog #: cfp002, serial #: (B)(4). Pentaray nav catheter u.s.: catalog #: d128202, lot #: 15870491l. Lasso nav variable eco u.s.: catalog #: d134301, lot #: 15833786l. Acunav 8f-90 catheter u.s.: catalog #: 10135910, OEM lot #: g012506 (distributed). (B)(4).